Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for normal follow up. The patient experienced an external shock on (B)(6) 2015. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully. The patient would continue to be monitored with routine follow up.